Event description:
The customer reports the battery power low when user check the device .there was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.